Event description:
The manufacturer was contacted in reference to a simplygo mini portable oxygen concentrator. The patient alleges the device displayed the message, "low o2 concentration, change to another source of o2". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Updated: section d: device identifier (gtin) updated. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.